Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed by a zoll medical representative. However, testing of the one-step CPR electrodes in zoll chelmsford using a test device and simulator could not duplicate the reported malfunction. Retained samples of the same lot number 1318 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device recognized these adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.